Manufacturer narrative:
(B)(4)..

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the laser fiber detached inside the patient and was retrieved using forceps. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device revealed that the exposed glass tip measured 3.0 mm and appeared used. There was a small chip at the distal end. The fiber was broken 8.0 mm from the distal tip. Burn marks were also observed at the break. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the laser fiber detached inside the patient and was retrieved using forceps. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.